Event description:
Burns on abdomen post bodysuit procedure.

Manufacturer narrative:
Female patient sustained burns on her abdomen during bodytite procedure. The burns were excised immediately during the procedure. The device was not inspected, as the doctor declined technical inspection and acknowledged his error: aggressive pulsing on area rich with striae. Per latest update, the patient is healing well and retraining has been scheduled for the doctor.